Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges with insulin. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer loaded a new cartridge successfully.